Manufacturer narrative:
Product complaint # (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. The product catalog and lot numbers were not reported; UDI unavailable. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report. This is one of two products involved with the complaint and the associated manufacturer report numbers are 3011370111-2019-00162. Complaint conclusion: as reported by a healthcare professional, during a thrombectomy case, an embotrap device (unknown product number/ lot number) failed to fit inside and be delivered thru a prowler plus .021 (unknown product number/ lot number) microcatheter. The microcatheter was already inside the patient when the resistance occurred. The resistance required removal of the microcatheter (mc) and subsequent loss of cerebral target position occurred. The embotrap did not enter the patient. The event did not result in patient injury, additional intervention to prevent serious injury of death, hospitalization, prolongation existing hospitalization, or permanent disability. The microcatheter nor the embotrap did not appear damaged. Another device was not passed through the microcatheter after the event occurred. The same embotrap device did not advance through a new microcatheter. No additional information is available. The product was not returned for analysis; therefore, no further investigation can be performed. The lot number is not known; therefore, a device history record review cannot be completed. With the information available and without the product available for analysis, the reported customer complaint of ¿catheter (body/shaft) - obstructed-in patient with loss of mc cerebral target position¿ could not be confirmed. Assignment of root cause for the event remains speculative and inconclusive, based on the limited information provided and without the return of the complaint devices; however, it is possible that clinical and procedural factors, including device manipulation / interaction, vessel characteristics and device selection may have contributed to the reported issue. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time.

Event description:
As reported by a healthcare professional, during a thrombectomy case, an embotrap device (unknown product number/ lot number) failed to fit inside and be delivered thru a prowler plus .021 (unknown product number/ lot number) microcatheter. The microcatheter was already inside the patient when the resistance occurred. The resistance required removal of the microcatheter (mc) and subsequent loss of cerebral target position occurred. The embotrap did not enter the patient. The event did not result in patient injury, additional intervention to prevent serious injury of death, hospitalization, prolongation existing hospitalization, or permanent disability. The microcatheter nor the embotrap did not appear damaged. Another device was not passed through the microcatheter after the event occurred. The same embotrap device did not advance through a new microcatheter. No additional information is available.